Event description:
It was reported that during implant attempt, two different leads dislodged. These leads were not used, and a third lead was successfully implanted. However, it was noted that this lead dislodged after the pocket was closed. The lead was removed from the body and flushed, whereupon it was noted that fluid exited through the insulation five inches from the connector pin. A fourth lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383069, implantable pacing lead, (B)(6) 2010; 407645, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.